Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after filling the tubing in the infusion set. Customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 177 mg/dl. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.